Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 codes: health effect - clinical code problem code: e0131 speech disorder/ code not available h6 codes: health effect - clinical code problem code : correction to disregard 4581 appropriate term/code not available.

Event description:
It was reported that brief sensor issue occurred. The wearable was inserted into the arm on (B)(6) 2025. On 12/31/2025, at approximately 4:00 pm, the patient began speaking more slowly than usual and suspected her blood sugar was low. This occurred seven days after the sensor was applied to her arm. Both her dexcom app and dexcom receiver displayed a ¿brief sensor issue¿ alert. The patient did not attempt to replace the sensor while this alert was active. A neighbor provided the patient with candy and cola. Shortly afterward, the patient lost consciousness at the table. The neighbor called 911, and paramedics arrived on the scene. Upon evaluation, the patient¿s blood glucose was approximately 20 mg/dl. Paramedics administered dextrose, and the patient regained consciousness within 30¿45 minutes. She was not transported to the hospital. Paramedics remained for about an hour and checked her blood glucose again before leaving; however, the patient could not recall the exact value. She believed the reading was within an acceptable range, as paramedics did not deem further intervention necessary. The patient reported feeling better following the event. Data was provided for investigation. The allegation was confirmed via data. The probable cause for no readings/ sensor error/ brief sensor issue was determined to be sensor noise. No additional patient or event information is available.